Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name is shortened from bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes there were abnormal clots observed at room temperature.